Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: snaring of dislodged stent. Device issue: stent dislodgement. It was reported that after deploying a 3.0 x 18 mm promus in the mid rca, an attempt was made to perform direct stenting with a 30 x 15 mm promus in the proximal rca; however, the stent became dislodged in a tight bend. The stent was successfully retrieved from the patient. Another 3.0 x 15 mm promus stent was successfully implanted. There were no patient effects. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.